Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has notified their doctor's office and manufacturer representative (rep). The patient just wants the device taken out. They said the device worked great for years, and that 6-7 months ago it started zapping the patient. The issue has not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins worked great up to 6-7 months prior to the report when it was zapping the patient inappropriately. The device was removed on (B)(6) 2020. The removed device was disposed of because the hcp couldn't sterilize it. The patient said the ins was faulty due to it zapping them and causing pain. The 4 years the device the settings were at 5.2 no matter the body position, but it was zapping the patient outside of the settings. The patient mentioned the initial programming showed it was MRI head eligible, but a rep fixed that issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient was awaiting a consult with their doctor to have their device removed. It was indicated that the patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had not used device in over 6 months because it was "zapping him". The patient denies any fall or trauma. The patient wanted the ins explanted. The patient did not have a physician and physician listings were sent. No further complications were reported/anticipated.